Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported due to vaginal wound dehiscence with hematoma, exposed areas of epithelium with mesh irradiation and chronic irritation the patient underwent excision of vaginal mesh and interposition with veritas collagen matrix on (B)(6) 2006. It was reported that patient underwent mesh revision/removal on (B)(6) 2008, due to erosion, pelvic and vaginal pain, rectal pain, vaginal bleeding, pain during intercourse, inflammation and infections. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. It was also reported that patient underwent vaginal mesh excision and vaginectomy (upper and apical) on (B)(6) 2013, the patient experienced postoperative complications which include pe. The patient was initiated on lovenox and warfarin therapy and was noted to have hilar lymphadenopathy. It was reported that patient underwent mesh revision/removal on (B)(6) 2013. She also underwent a bronchoscopy with biopsy on (B)(6) 2013. The patient was admitted to the hospital for vaginal bleeding and hemoptysis on (B)(6) 2013. It was reported that patient underwent mesh revision/removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.